Event description:
It was reported by the user site that on (B)(6), 2026, during use of a selenia dimensions 3d mammography system, the system generated an error and performed an emergency shutdown. The user site reported that the system was restarted after activating the emergency stop button and clearing the fault. The user site reported that the system operated for approximately two hours before the error reoccurred. The event occurred prior to a patient exam and no user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and reported that system errors were associated with vertical drift of the c-arm. The fse observed that the electro mechanical vertical drag brake responded to commands but did not hold the c-arm in position after the control button was released. The fse reported that, prior to replacement of the brake, reproducible and observable c-arm drift occurred after button release, which generated system errors. The fse removed the existing electro mec.